Event description:
It was reported that bd alaris pump module infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2278-0500, lot 24115494 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water, attached to another set and pressurized at the luer lock connection. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.